Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center serial digital interface (sdi) had no output (no image). The issue occurred, during reprocessing. The patient was not under anesthesia. And no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed, a presumable cause neither a root cause could be identified for this event. However, based on the results of the investigation, olympus confirmed no digital visual interface signal output due to defective printed circuit board. Olympus will continue to monitor field performance for this device.